Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction to product development evaluation reported previously: the device(s) were not returned with this complaint. The trochanteric fixation nail anti-rotation instrument f&dr windchill was reviewed and the following lines are applicable to this complaint: ¿drill should have a cannulation to allow 3.2mm guidewire to pass freely through¿ and ¿drill should have adequate cutting performance to allow opening of femur for nail insertion.¿ the relevant verification activity for the first line is a tolerance stack ensuring the passage of the guidewire through the drill bit¿s cannulation. This stack was checked and found to be correct. The relevant verification activity for the second line is a mechanical test verifying the cutting performance of the drill as compared to the trochanteric fixation nail instruments. This test was reviewed and found to be adequate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. An evaluation was performed on the returned device. As per received condition of device; the device(s) were not returned with this complaint. An additional phone conversation was held between the sales consultant and evaluator on (B)(4) 2014. In this conversation, the consultant clarified that the guide wire got incarcerated within the drill cannulation due to bone and soft tissue debris. There was no concern with the drill heating up and leading to osteonecrosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment. Not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the device(s) were not returned with this complaint. Device history record was previously reported; however, not completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Since lot number is unknown, manufacture location defaults back to u.s. Corporate facilities. Lot number and expiration date are unknown; lot was reported erroneously on a prior report. Since lot number is unknown, date of manufacture is unknown. Code was reported erroneously on a prior report; since lot number is unknown, no manufacturing review can be performed.

Event description:
It was reported that the it is reported during a procedure on (B)(6) 2014 to implant the 360mm x 11mm 130 degree trochanteric nail with 90 mm helical blade, I was noted the stepped reamer heats up and easily and incinerates the guide wire. This is from next generation trochanteric nailing system (tfna) mpe 50. It was also noted that the guide wire (357.399) got incarcerated within the drill cannulation due to bone and soft tissue debris. There was no concern with the drill heating up and leading to osteonecrosis." This report is 2 of 2 for (B)(4).